Manufacturer narrative:
Initial.

Event description:
It was reported that the user received alert code 38 on the ilet indicating consecutive stalled motor with supplies unable to deliver insulin, and troubleshooting revealed a bent connector needle on the connector/coupler; the user restarted the pump, replaced the connector, changed the cartridge and tubing per on-screen prompts, filled tubing and cannula, and reported a blood glucose of 252 mg/dl while feeling well. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a manufacturing, packaging, or shipping problem and identified a manufacturing process problem associated with the connector/coupler component, consistent with a bent needle causing piston pushback and triggering the alert. It was concluded, based on previously established findings for similar reports, that the cause was traced to manufacturing.